Event description:
It was reported that an ilet mobile app on a patient¿s phone failed to open despite force stop and required uninstall and reinstall to restore function; during the episode, the patient experienced hyperglycemia with blood glucose reaching 343 mg/dl before trending down, and a full supply change had been performed along with a separate sensor error noted in another case. Investigation of this case revealed that the app malfunction was corrected by software reinstallation, while the cause of hyperglycemia remained unclear. No clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and resolution of the app functionality after reinstallation, with the patient continuing to monitor. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.